Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3093406. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device leaked on (B)(6) 2024, due to the condition of an oncology patient, the nurse installed an infusion port and used a separation membrane needle-free closed infusion connector for infusion. Half an hour after the start of the infusion, the patient's family found that the patient's clothes were soaked. The nursing staff rushed to the bed and found that the infusion connector was leaking. They immediately replaced the infusion connector to ensure that the patient continued the infusion treatment; this extended the patient's treatment time, caused a waste of the patient's medicine, and soaked the patient's clothes.